Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left knee was revised due to aseptic femoral loosening. Possible cause or contributor for loosening was not reported to the rep. The patient's femoral component, stem, augments, and insert were revised. Rep confirmed there are no allegations against the revised insert. Rep also provided the usage sheet from the prior surgery, and confirmed that no further information will be released by the hospital or surgeon.